Event description:
It was reported to nova biomedical that a consumer received a result of 218 mg/dl on their blood glucose meter at 12:16am. The consumer experienced a hypoglycemic event which required medical intervention. The emts took the consumer's blood glucose at 12:44 am getting a result of 29 mg/dl using their unk glucose meter. The consumer declined to go to the hospital and was treated with food to bring his sugar levels up. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.